Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced irritating pain in her legs. Patient declined programming and opted for system explant. Device system was explanted. There were no complications during the procedure. Patient was stable.